Event description:
Boston scientific crm received information that during a routine clinical follow-up, loss of capture and undersensing were observed with this right ventricular lead. The lead was confirmed dislodged and the device reprogrammed to aai. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information has been received. If new information is forwarded, the event will be reopened and updated.